Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported a suspected overdischarge. He had not used or charged his system for at least the last six (6) months because he had not had any of his chronic pain. Attempts to communicate with the device using the patient programmer, clinician programmer, and recharger were unsuccessful. It was noted to be the consumer's first overdischarge. A physician mode recharge (pmr) was done one time, normal charging initiated, device charged to 50%, and power on reset (por) cleared. An impedance test showed the #10 electrode was greater than 10000 ohms, but the electrode was not used in any programming. The consumer was instructed to charge the device fully, daily for two (2) weeks and to charge as indicated after that. The issue was noted as resolved; the consumer was alive, without injury, and receiving effective therapy. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.